Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration (uf) reading was 1350 ml, indicating the home patient (hp) drained 1350 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was 3350 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Baxter notified the home patient's nurse regarding the details about the iipv found during the evaluation.

Manufacturer narrative:
(B)(4).the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the single cycle ultrafiltration log confirmed the increased intra-peritoneal volume (iipv) event. Internal & external visual inspections performed revealed no problems. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).